Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.